Event description:
It was reported that the patient presented in the emergency room with a rate of 30 bpm. An EKG strip showed no pacing spikes though capture was at 0.75 v. The pulse generator was set to vdd, 70 bpm but the device was pacing the heart at 60 ppm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.